Event description:
It was reported the subject device had a poor pump head. There were no reports of patient harm.

Manufacturer narrative:
E1: the first affiliated (B)(6) university. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer: the issue occurred during procedure; it was a therapeutic endoscopy treatment. The procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In in addition, the following reportable malfunctions were identified during the device evaluation: pump head malfunction. Based on the results of the investigation, the flushing pump is not working due to a component failure of the pump head. However, a probable cause for the component failure of the pump head could not be determined. Should additional if relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.